Event description:
During an acdf at levels c4-c5, two of the holes in zero-p implant would not properly engage the screws, and the screws would not lock correctly to the plate. The surgeon removed the zero-p implant and screws and used new products to complete the procedure. Twenty minutes were added to the procedure. This is 1 of 5 reports for the same event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to a FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed in a supplemental MDR. A device history record (DHR) review of the zero-p implant revealed no issues related to the reported event. Plate dimensions not affected by the reported issue were found within specification. Non-trivial abrasion marks were observed on the plate at the threaded inserts potentially demonstrating non-axial insertion of screws. Based on the evidence provided through visual examination it is reported that the event could have resulted from an attempt and/or attempts to insert locking screws in the zero-p implant at incorrect angles. No evidence of a deficiency in the zero-p implant design or manufacturing was identified. At this time root cause cannot be determined.